Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing at the antrum during a laparoscopic sleeve gastrectomy, there was an incomplete staple line distally, and a new reload was used to fix it. They used another device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the cartridges revealed that the first and second reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4.5cm cut line. Visual inspection of the cartridge revealed that the third reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 1.5cm cut line. The clamping mechanism was deformed on all reloads. Staple pushers were flush with the cartridge on all reloads. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed clamping mechanism and partially flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing at the antrum during a laparoscopic sleeve gastrectomy, there was an incomplete staple line distally, and a new reload was used to fix it. They used another device to complete the case. There was no patient injury.